Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: there were pump reboots observed on (B)(6) 2015. The battery compartment was undamaged and the battery cap was able to fit securely to the pump. The pump powered up with auditory and vibration alerts but the display remains blank upon start up. Further testing was unable to be completed due to a display flex failure. The pump¿s cover was removed and no intermittent condition was found internally. A test display was used and the pump was able to power on and display the verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.